Manufacturer narrative:
(B)(4). Evaluation results and conclusion: bleeding. Bleeding complications caused by dacron graft.

Event description:
A talent captivia stent graft was implanted in a patient for the endovascular treatment of a transverse and descending thoracic aneurysm extending from the innominate to about 3 cm above the celiac. The taa was 6 cm in diameter along the transverse arch and 8 cm in diameter in the descending aorta. The aorta had mild tortuosity without calcification or thrombus. The distal aorta was 42 mm in diameter at the celiac, 39 mm in diameter 1 cm above the celiac, and 37 mm in diameter about 2 cm above the celiac. In the same procedure, after debranching, a 33 mm diameter dacron graft was placed to create an elephant trunk in the ascending aorta. Ivus measurements were used for sizing during the case. One talent captivia stent graft was inserted antegrade via a conduit into the ascending arch and placed upside down with 8 cm of overlap with the dacron graft; the talent captivia stent graft extended from the former location of the lsca to the celiac. A reliant was used with less than full inflation to balloon the talent captivia stent graft. There was extremely poor imaging during the case due to the sternum spreader, tubes, and clamps, so the imaging intensifier could not get close to the anatomy during the procedure. The physician said there was no endoleak, only cardiac motion. No intervention was performed. The following day there were bleeding complications of the anastomotic site of the dacron graft with the aorta, not with the talent captivia stent graft. The patient returned to the o/r to have a patch or plug placed. It was noted that a distal type I endoleak of the captivia stent graft was seen post-implantation. The physician wanted to balloon the stent graft but, because of the bleeding complications, will delay the intervention for one month. At the one month follow-up there was no evidence of an endoleak. No clinical sequelae were reported, and the patient is fine.